Manufacturer narrative:
New information regarding evaluation of the device was received. The field events of rf telemetry lockout and premature depletion were confirmed. Final analysis found that there had been elevated current within a period of the implant duration, resulting from an increased duty cycle of the internal circuitry caused by the firmware. As a result, the investigation finding code in h6 was updated to "104- software problem identified" rather than "131- energy storage problem identified." The investigation conclusion code was also updated to "12- cause traced to device design" rather than "4307-cause traced to component failure."

Manufacturer narrative:
The reported event of premature depletion was confirmed. Final analysis found a battery anomaly consistent with an anomalous condition associated with the cyber security upgrade, resulting in high current drain due to increased pacing.

Manufacturer narrative:
Correction: e1- should have been "elijah beaty" rather than "john dillon". Furthermore, zip code should have been "27157" rather than " 27103".

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's pacemaker had unexpectedly reached elective replacement indicator (eri) status. It was suspected that the device exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.